Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's support arm was broken. The ventilator was investigated on site by our field service engineer. According to service report the support arm could not stay in position when holding the tubes. Issue solved by replacing the support arm. However, no part returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).